Event description:
During the supraventricular tachycardia procedure, there was a delay due to a recognition issue. The catheter displayed pressure, but it would not connect to the system. It did not show the catheter's shape or provide any electrical signal. Removing and reinserting the catheter tail wire and restarting the main system unit and amplifier of the 3d mapping system were ineffective. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.